Event description:
The customer observed false nonreactive alinity I hbsag and alinity I hbsag confirmatory results with plasma samples on a male patient in his 70's diagnosed with chronic renal failure. The patient was previously hbsag reactive (unknown method) from another hospital. The following data was provided: (B)(6) 2022: % neutralizing confirmatory test: serum sample = 0.2 iu/ml with 100.5% neutralization (reactive) sample was repeated = 0.05 iu/ml, plasma sample = 0.01 iu/ml (nonreactive), hbv dna = negative . Additional laboratory data was provided: anti-hbs is equal to 0.14 miu/ml. (B)(6) 2022: alinity hbsag (serum) = 0.06 iu/ml (reactive). (B)(6) 2022. Sid (B)(6): % neutralizing confirmatory test: serum sample = 0.2 iu/ml (reactive), plasma sample = 0.01 iu/ml (nonreactive), lumipulse high sensitive hbsag = 0.07 (positive). Additional laboratory data was provided on the serum sample: anti-hbs = negative, anti-hbc = positive. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p09 has a similar product distributed in the us, list number 4p54.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hbsag confirmatory results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 35686fn00 and the complaint issue. In-house sensitivity testing was completed with complaint lot number 35686fn00. Acceptance criteria were met indicating the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag confirmatory reagent for lot 35686fn00 was identified.section h10 was corrected to indicate the complaint investigation was completed for false nonreactive alinity I hbsag confirmatory results.

Manufacturer narrative:
Section b5 describe event or problem was updated to include new information that was provided by the customer on 10nov2022. The complaint investigation for false reactive alinity I hbsag confirmatory results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 35686fn00 and the complaint issue. In-house sensitivity testing was completed with complaint lot number 35686fn00. Acceptance criteria were met indicating the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag confirmatory reagent for lot 35686fn00 was identified.

Event description:
Additional reference laboratory results were provided by the customer on (B)(6) 2022:both the serum and plasma samples were negative for hbsag. All three samples were positive for anti-hbc and anti-hbe.